Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the internal threads of the implant were damaged. The implant was removed from site 4.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was updated to 3331, 4109 and 10. H6: results code was updated to 180. H6: conclusions code was updated to 4307. The reported device was received for evaluation. The reported condition of a damaged drive feature of the implant was confirmed. Visual evaluation of the as returned device identified bone residue around the external threads of the implant and the implant¿s drive feature was damaged. Functional testing was performed and the healing abutment was able to engage into the implant as normal. The reported event couldn't be recreated. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. The probable cause for the reported event is clinician failure to follow recommended protocol for implant placement and final seating or excessive torque applied during placement. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.